Event description:
Customer reportedly received results of 110 mg/dl and 242 mg/dl within 10 minutes on the same device. No symptoms at the time of these results. No action was taken based on the device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.